Event description:
In 1/2006, while wearing the external equipment, the pt reportedly experienced intermittencies. In 2005, the pt was unable to obtain link between the external equipment and the device. External equipment was exchanged. However, the problem was not resolved. In 2 days later the pt was seen at the clinic for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.